Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt complained that he heard sudden loud sounds followed by very weak sounds in 2007, and then was unable to hear at all the following day. His parents stated that no accident or head impact had occurred before he complained about hearing the loud then weak sounds. Testing confirmed that the device has malfunctioned.